Event description:
It was reported a patient death occurred. Patient was scheduled for a concomitant procedure for a WATCHMAN implant and FARAPULSE Pulsed Field Ablation (PFA) with CARTO. Prior to procedure a cardiac magnetic resonance (MRI) imaging showed ventricular scarring, raising concern for an arrhythmogenic substrate. Due to the MRI findings, the team of physicians performed ventricular pacing maneuvers to assess for inducible ventricular tachycardia (VT). The pacing maneuver induced VT, and it was terminated with cardioversion. The physician elected to continue with the planned procedure. Concomitant procedures were completed without complications. The WATCHMAN implant procedure began using 4D Intracardiac Echo (ICE) imaging. The patient developed VT while the 27mm WATCHMAN FLX Pro Closure Device was positioned for deployment. Physicians implemented cardioversion; however, the patient became hemodynamically unstable and decompensated. Following cardiopulmonary resuscitation (CPR) and Advanced Cardiovascular Life Support (ACLS) initiation, patient was in slow VT and was stable for transportation to the intensive care unit. Patient again decompensated and died within the Cardiac Intensive Care Unit. The physician suspected that the patient's severely impaired myocardium resulted in limited physiologic reserve, which may have contributed to an inability to tolerate the cumulative stress of the procedure after inducible VT occurred.